Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, the expiratory channel printed circuit board (pcb), both the pressure transducer pcbs, and the safety valve's pull magnet were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, a device log analysis could not be conducted to confirm the reported issue beforehand. All replaced parts were returned for further investigation. A visual inspection of the returned parts revealed no abnormalities. The parts were then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. Following this, the ventilator operated continuously for six days without generating any alarms or errors. After the ventilation period, several additional pre-use checks were performed, all of which passed successfully. The conclusion is that the device failed to meet its specifications during the reported event. Since the issue could not be reproduced at the manufacturer's site, no definitive root cause can be established at this time.

Event description:
Manufacturer's ref: (B)(4).